Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was unknown. Customer was unable to clear the alarm. Customer was not pressing any button for 3 minutes or longer. Customer had to discontinue pump used and is following the medical prescription for insulin shots until replacement arrives.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms during testing noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked case and a missing end cap sticker.